Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cut in cord during service/maintenance (not in a clinical setting). There were no reports of patient involvement

Manufacturer narrative:
Correction to previous b4 ¿ date of this report is 4/18/2025, which was not late. According to esg support see csh-38982, esg requested us to resubmit on 5/16/2025, ¿there was an intermittent issue with the virus scan process in esg nextgen that would result in the process ending prematurely which would cause the files to be erroneously flagged as failing virus scan; this submission encountered that issue¿.

Event description:
No additional information.